Manufacturer narrative:
A1: patient identifier: requested, not provided. A2: age & date of birth: requested, not provided. A3a: sex: requested, not provided. A3b: gender: requested, not provided. A4: weight: requested, not provided. A5: ethnicity: not provided for animal use. A6: race: not provided for animal use. D6b: explanted date: device was not explanted. E3: occupation: cath lab manager. One (1) 8fr angioseal device was returned to terumo medical corporation for product evaluation. The returned device included the hemostasis sheath, carrier tube, locator, and packaging. The device was visually inspected and found to have been in used condition with visible signs of blood. The hemostasis sheath and carrier tube were returned fully mated and fully rear locked. The sheath was found to have been broken into multiple pieces and was broken in a manner which is consistent with embrittlement due to light exposure. No other damage or issues were identified. The complaint was confirmed for a sheath breakage due to light exposure. The likely cause was determined to have been improper storage as the device was broken in a manner which is consistent with embrittlement due to light exposure. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea).

Event description:
The user facility reported that they had a status post (s/p) tavir procedure. Angio-seal was selected for closure (8fr). Upon introducing device, product fractured (sheath) and kept fracturing as device was pulled out by the physician. Approximately 4cm of the angio-seal sheath was left in patient. Two vascular surgeons were consulted, and consensus was to leave remainder of device in patient. The estimated blood loss was less than 250cc. Additional information was received: the angio-seal devices are not stored in a pyxis system and are not exposed to uv light. Boxes are in a storage area. Units ready for use are in the rooms but are taken out of the box. The facility does not have a whole room sterilization equipment. There were warnings provided in the case box regarding storage of the device. Boxes are in a storage area. Units ready for use are in the rooms but are taken out of the box. There is no additional intervention planned in the future to remove the fragments remaining in the patient. A pre-deployment angiogram was performed. The patient was stable.